Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : device not available for return.

Event description:
Per medwatch report mw5147031: it was reported that during a procedure the sonopet tip broke off and fell into the recess of the sphenoid sinus and was unable to be retrieved. The procedure was completed successfully without a clinically significant delay. The patient was seen the following week in the ent office and when packing was removed from the site, the tip was easily suctioned out once she was in an upright position.

Event description:
Per medwatch report mw5147031: it was reported that during a procedure the sonopet tip broke off and fell into the recess of the sphenoid sinus and was unable to be retrieved. The procedure was completed successfully without a clinically significant delay. The patient was seen the following week in the ent office and when packing was removed from the site, the tip was easily suctioned out once she was in an upright position.

Manufacturer narrative:
H6: the quality investigation is complete.